Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that no response can be elicited from the pacemaker. No pacing spikes on skin ECG and no magnet response. Patient has not been followed regularly. Device is still in use. No patient complications have been reported as a result of this event.